Manufacturer narrative:
In addition to the image disappearing due to the faulty cable, service confirmed the reported issue that the cable was broken at the connector. Service also found that the image would appear noisy when the cable was moved, and the housing parts were worn and deformed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the cable of the subject device was broken at the connector. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, the image would disappear due to a faulty cable. This report is being submitted for the reportable malfunction (no image) observed during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was a break on the cable which was surmised as the cause as to why the image darkened and the visual field was suddenly lost. The cause of the break on the cable was not identified, however, wear and tear with user mishandling was surmised as a likely cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.